Event description:
It was reported by the biomedical engineer (be) that during use on a patient, the external pulse generator (epg) shut off. The epg was replaced. Additional information was received which indicated that while this external pulse generator (epg) was in use with the patient due to low heart rate, it turned off without warning, leaving the patient in asystole and requiring cardiopulmonary resuscitation (CPR). The epg was turned back on by the nurse and the patient's heart rate increased back to prior setting. The epg then turned itself off again without warning. The epg will be returned for evaluation and will not be repaired. No further patient complications have been reported as a result of this event.

Event description:
It was reported by the biomedical engineer (be) that during use on a patient, the external pulse generator (epg) shut off. The epg was replaced. The epg will be returned for evaluation and will not be repaired. No further details were available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)